Event description:
It was reported that during a gastric band revision procedure, the connector nozzle was noted to be fully detached from port site. The surgeon flushed port site and band and re- connected part of connector nozzle (part of connector nozzle) only. Also used ties and dermabond. Did not search or remove the second part of the connector nozzle. Had the new port site available but the surgeon decided not to use it. The were no reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted additional information provided: the patient wasn't losing weight. The imaging showed potential leak at port site connection. Can you clarify the event date? Revision (B)(6). Original implant date not known, but it was years ago. Has the patient have any band adjustments? Yes, but the # is unk. When port disconnection issue was observed? Patient noticed that they weren't losing weight. What procedure was used to detect and confirm port disconnection? Imaging then procedure was performed. Was the locking connector attached to the port? No. What was decided with the surgeon? Port reconnection, didn't use lock in connector.